Manufacturer narrative:
Contact information: (B)(6).

Event description:
Information was received indicating that during use the pump displayed that the syringe was empty; however, 1-2 mls remained in the syringe.